Event description:
Information was received from a healthcare provider regarding a patient who was receiving morphine with concentration 25 mg/ml at a dose rate of 2.5 mg/day via an implantable for non-malignant pain. It was reported that the patient was unresponsive in the emergency department. The onset of the event was (B)(6) 2016; the date (B)(6) 2016 is considered an approximate date of event. The patent was breathing on their own and her vitals were normal. The patient was also described as being stable. They were questioning if the pump was malfunctioning. The reporter attempted to contact the patient's follow-up physician's office on (B)(6) 2016; however they were unable to reach them. On (B)(6) 2016, additional information was received from a healthcare provider. In regards to if the event was due to a device issue, patient/therapy issue, procedure issue, etc. The hcp indicated it was a patient issue. It was further noted that the patient was known to take oral medication from other sources. The cause of the patient having been unresponsive was indicated as being unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.